Event description:
It was reported that during a total knee replacement the staples were not penetrating the skin , but when they did, the staples were not closing all the way. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results confirmed that the instrument was received in good visual condition; the instrument was tested for functionality and it fired the remaining 9 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. In addition, three partially formed staples were received inside a bag.